Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml juvéderm® voluma¿ with lidocaine in the c1 area, 1ml of juvéderm® volift¿ with lidocaine in the ck3 and c6 areas, and 1.3ml of juvéderm® volux¿ in the c2, c4, and jw1 areas, patient was injected with a total of 6ml of juvéderm® filler. Hcp notes the patient began to experience "discomfort in the left jw1, where the volux 0.5ml was applied" 18 days post injection. Hcp saw the patient and "palpated the hyaluronic acid and the surrounding inflammation". Hcp treated the patient with intramuscular dexamethasone and diclofenac. Patient was improving the next day. Two days after treatment, "due to the exacerbation of the discomfort, the doctor prescribed optamox duo 1gr/12hrs (amoxicillin-clavulanic acid)". Patient reported that the inflammation has not subsided and the pain has exacerbated, preventing the patient from opening their mouth properly. Hcp later reported patient was experiencing "inflammation of the receptor [illegible], pain and swelling". Hyaluronidase was applied to jw1 (right side), which improved mouth opening. On the same day, the chin was drained for a second time and a new sample was taken for culture. Patient was taking cipro/clinda (ten days) with a "slow, but favorable" response. An x-ray of the mouth showed no bone or dental pathologies, along with 2 evaluation ultrasounds. An additional round of hyaluronidase was injected to the left jw1 three days later. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-81431) and (B)(6) (emdr-80965). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.